Manufacturer narrative:
One 6f act, 12cm, engage hemostasis sheath was visually inspected. The sheath tubing had been severed into three segments; the damage was primarily consistent in appearance with cutting, with secondary stretching/tearing. The sheath tubing had also been detached approximately 0.01" proximal to the hub distal end. Further investigation regrading sheath/hub separation determined the event was manufacturing related. As indicated in h7, this device model was the subject of an sjm voluntary recall #z-2178-2182-2010, that was initiated on june 28, 2010. Although the event associated with this reported malfunction did not lead to a pt serious injury or death, and sjm does not believe it would be likely to lead to a serious injury or death were it to recur, the decision was made to submit a medwatch report based on the FDA's classification of this as a class I recall with a reasonable probability that the product will cause serious adverse health consequences. A final report to close out the recall was sent to the (B)(4) on september 02, 2010.

Event description:
It was reported that following a procedure with an engage introducer, the physician opened a sterile engage package and intentionally manipulated and damaged the device and then pulled the sheath and detached it from the hub, in attempt to replicate what he experienced during the original procedure (medwatch 2182269-2010-000124).